Event description:
The customer reported that the screen did not respond to touch. However the field service engineer found that the problem was due to the nav-ring. There was no patient involvement. The event date was not specified, estimate used.

Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the screen did not respond to touch. There was no patient involvement. The event date was not specified, estimate used.